Event description:
Customer reported that their freestyle blood glucose monitor was providing glucose results in mmol/l, the incorrect unit of measurement, for approximately one month. The customer reported that the meter provided an unspecified result, and based on this result, the customer did not dose with any medication. The customer then reported feeling symptoms of hypoglycemia, called the paramedics, and the customer was transported to an emergency room where they were treated with orange juice, water, and sugar in order to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.